Event description:
It was reported that the patient with this right ventricular (rv) lead and pacemaker felt bad post in-clinic interrogation. Technical services reviewed and observed a gradual rise in rv pace impedance measurements within the last few months. This lead remains in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).